Event description:
The customer reported scope communication error code E216 during inspection for use involving an Olympus Colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was confirmed.In addition, the following reportable malfunction was identified during device evaluation: No image.Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.